Event description:
Bioweapons by individuals, graphene oxide contaminated nasal swabs for covid-19: was not presenting any covid-19 symptoms and had 1st vaccination. (B)(6) direct sars-cov-2-pcr assay/ authorized for diagnostic use (B)(6) 2020, FDA emergency use (B)(6) certified under (B)(6) test administered more than once, at least three times upon and after admission to the facility. Reaction: fatigue, tinnitus, arm pain and limited mobility of arms, chest, arm neck and back pain.-test requested/(B)(6). FDA safety report ID # (B)(4).